Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, during a routine follow up visit, the talent bifurcate was seen to have migrated. No endoleak was observed. An intervention to place an aortic cuff was performed. The physician believes the migration was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).